Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was suspected to be dislodged. Boston scientific technical services (ts) reviewed presenting and noted that it looks the same and this lead is still capturing. This lead remains in service. No adverse patient effects were reported.